Event description:
During a routine shift check by a clinician, the device displayed "system fault 37", "pacer fault 115", "pacer fault 116", "defib fault 94", defib fault 95" and "ECG fault 4" messages. Complainant indicated that there was no pt involvement in the reported malfunction.